Event description:
It was reported that the arrow "you-bend" catheter was placed in the internal jugular of the pt. Post procedure and during the dialysis treatment session, the operator attempted to disconnect dialysis tubing from the catheter. The male portion of the tubing disconnected within the arterial side of the catheter pigtail. The catheter was explanted from the pt and was replaced by another arrow "you-bend" catheter. The pt encountered no physical complications.

Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.